Event description:
The reporter stated that drill bit smokes when in use every time it is used. It happens on all bone types, all drill speeds and with new and used bits. No adverse patient outcomes have been reported to date.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.